Event description:
The customer reported that the device failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed rate accuracy out of cal, recalibration is passed. Replaced broken ail. Performed pm. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the complaint history record in trackwise and sap was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Additional information added to: e2, g2 for biomed as a health professional. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they failed rate accuracy out of cal, recalibration is passed. Replaced broken ail. Performed pm. The failure code other was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service was unable to determine the proximate cause of the reported issue. A review of the device history record showed the device had a manufacture date of 14mar2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported that the device failed rate accuracy. There was no patient involvement.

Event description:
The customer reported that the device failed rate accuracy. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the device failed rate accuracy. There was no patient involvement.